Manufacturer narrative:
The device was evaluated by olympus. The evaluation found foreign material was present on the groove or gap of the distal end due to insufficient cleaning of the device. Additional evaluation findings are as follows: loss of water tightness due to pinching on bending section; adhesive of a-rubber detached; connecting tube coating noted peeled; connecting tube has a wrinkle; damage of control body; the suction cylinder was scraped with a cleaning brush (handling issue); universal cord coating peeling; connector defects; angle wires stretched; distal end noted dirty due to insufficient cleaning. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model tjf-q180v, evis exera ii duodenovideoscope to olympus for repair due to a report of "a-rubber leakage," found during reprocessing of the device. Upon inspection and testing of the returned device, it was determined that foreign material was present on the groove or gap of the distal end due to insufficient cleaning of the device. This report is submitted due to the presence of foreign material found on the groove or gap of the distal end, attributed to insufficient cleaning of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that that reprocessing steps recommended by instructions for use (IFU) were not fully conducted due to water leakage of the subject device, and foreign material remained in forceps elevator and around it. Although customer is trained as per omsi training/ IFU, however, customer did not reprocess as per IFU. The device was only precleaned and reprocessing stopped midway due to leakage and sent the device for inspection at omsi workshop. The following is included in the IFU: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).